Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 40-year-old female patient who had essure (batch no. 740362-inv,740062-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1997, (B)(6) 2003) and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 1 year 7 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), visual field defect ("visual blinding"), headache ("I was light headed and had a headache") and dizziness ("light headed"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, visual field defect and headache outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dizziness, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Left ostia- 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2010: total bilateral occlusion. Lot number reported (740062) is inv. Most recent follow-up information incorporated above includes: on 15-nov-2019: update of information (batch is inv). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 40-year-old female patient who had essure (batch no. 740362-invalid,740062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1997, (B)(6) 2003) and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), 1 year 7 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), visual field defect ("visual blinding"), headache ("I was light headed and had a headache") and dizziness ("light headed"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, visual field defect and headache outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dizziness, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Left ostia- 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received- lot number were added. Outcome of pelvic pain updated to not recovered / not resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure (batch no. 740362-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1997, (B)(6) 2003) and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), visual field defect ("visual blinding"), headache ("I was light headed and had a headache") and dizziness ("light headed"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, visual field defect and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dizziness, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Left ostia- 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical compliant. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure (batch no. 740362) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1997, (B)(6) 2003) and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), visual field defect ("visual blinding"), headache ("I was light headed and had a headache") and dizziness ("light headed"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, visual field defect and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dizziness, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Left ostia- 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-jun-2019: pfs and mr received- lot number added. Previously reported event "injury to herself" updated to "pregnancy (ectopic)", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic pain, device ineffective, visual blinding, I was light headed and had a headache ", reporter, medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.